Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient was diagnosed with a buried bumper. It was reported that the j-tube (intestinal tube) was surgically removed and duodopa therapy was stopped. It was unclear if the peg tube was removed or remained implanted in the patient.